Event description:
Patient presented for surgery and had an 18 gauge catheter placed in his right hand. Patient was admitted into the hospital overnight for observation and discharged the next day. The discharging nurse removed the IV catheter and did not recognize a 4 millimeter tip was missing. Patient presented to the emergency department 3 days later with a chief complaint of a foreign body sensation on his right hand. Patient was stable and hand surgery consulted on case with the recommendation of having this removed in the operating room. Surgery was scheduled 4 days later. Surgeon removed a 4 millimeter catheter tip from the patients right hand. Rca was done and found there could have been a possible product defect. This could have also been insertion related but the nurse in the pre-op placing the IV had no issues.